Manufacturer narrative:
Product complaint #: (B)(4). Additional information: h6 component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: a total 2 drains were placed which were an axillary drain and an anterior thoracic drain sample in the total mastectomy and connected. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Were there any intra-operative complications? If so, what were they? Negative pressure was not applied properly. Where was the tip of drainage tube located? Axillary drain, anterior chest drain. How was the drain secured? Fixed by silk suture. Who monitored the drainage and how often? Nurse did. Because suction was not performed properly immediately after surgery, the nurse checked the following morning. Was leakage detected? If so, where? No. Was another product used? No. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Female. The diagnosis and indication for the index surgical procedure? Unk. Were any concomitant procedures performed? No. Were any adjunct hemostats used? Unk. What were the findings during the reoperation? Bleeding and hematoma was formed in violet wound. Will drain be returned? Yes, tracking. Other relevant patient history/concomitant medications? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event? It is possible that the silk thread was fixed too tightly, the initial negative pressure was lower than with conventional products, the drain diameter was thin and should have been 15fr instead of 10fr, the drain was too short and did not reach the bleeding point, etc. What is the patient's current status? Recovered. Surgeon¿s name? (B)(6). Product lot number? Drain: unk, reservior: ju0996. If applicable, will product be returned? If so, please provide the return date and tracking information. Tracking. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total mastectomy, on (B)(6) 2024 and a drain was used. The suction tube was attached to the drainage port of the reservoir and negative pressure was applied, and the suction tube was pulled out and the drainage port was blocked in a state of the negative pressure was applied until the breast was flattened, and also the reservoir lock was released and negative pressure was applied, but not much negative pressure was applied at that time. The patient was moved to the ward for seeing how the patient was doing for a while, when checked the next morning on (B)(6), it was found that it had not been drained at all, and it was swollen and puffy in the breast by 300 milliliters of drainage fluid. In the same time, the suction tube was attached to the drainage port, so that 300 milliliters of drainage fluid was drained. At that time, it was suctioned a little bit when it was scrubbed the drain and string because it was suspected that the fixed string (silk) was fastened too tight, so the silk was cut and re-fixed it loosely with nylon string. Furthermore, when checked the next morning on (B)(6), it was found that it was bleeding, the wound had turned purple and it had developed a hematoma, so it was performed the emergency surgery to open the wound, identify the bleeding point, stop the bleeding, clean and remove the hematoma, and also placed a drain of the another company and closed the wound. The patient is female and still in the hospital, but her condition is good, and it is expected that she will be discharged within the originally scheduled period of hospitalization. The product was used on the breast. The operation time was no extension. Further details are not provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: complaint sample review : two complaint samples of drain with pre-attached adapter were received for evaluation, both the products were inspected visually, below were detailed findings: product-1 : no negative observation visually, except red traces inside the tube. Product-2 : no negative observation was found visually. Functional test : both the products found in compliance documents review : not applicable, as lot number of the complaint was unknown, hence, batch history review was not performed. Retention sample review : not applicable, as lot number of the complaint was unknown, hence, retention sample review was not performed. Review of defective sample's image / video : not applicable, as there was no complaint sample image / video received for evaluation. As per standard practice, 100% functional test and 100% visual inspection was carried out, viz. Before and after packing of finished goods, prior to the product release. So, there was no scope at dmd's end to missed out such defect, at manufacturing / release stage. External factors like mishandling or improper usage at user end could not be ruled out. Therefore, further investigation of the received samples is not possible, as these factors are out of dmd scope. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.